Event description:
It has been reported to company that the hypotube separated which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted the aspiration catheter, but was having difficulty seeing the tip. This made it impossible to visualize where to aspirate so the aspiration catheter was removed. During the removal of the aspiration catheter the hypotube separated which resulted in the occlusion balloon deflating. The device was removed and replaced with another to complete the case.